Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm was worn and the motor speed was unstable. The reciprocation arm and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: slovenia.

Event description:
It was reported that outside of surgery, the unit had no power. The motor speed of the device was noted to be unstable after final investigation. There is no patient involvement. Due diligence is complete.